Event description:
It was reported that the attempted left ventricular (lv) lead was exhibiting unstable thresholds in multiple configurations. The patient was also experiencing phrenic nerve and diaphragmatic stimulation. The lead was removed and replaced with a different lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.